Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 20 x 4.50mm rebel stent, it was noted that the stent was already disengaged from the balloon. The device was not used inside the patient and the procedure was completed with a different device. There were no patient complications nor adverse effect reported.